Event description:
Per the audiologist, the patient's parents reported the patient was hearing intermittently with the cochlear implant system. Exchanging equipment did not alleviate the problem. Results of two integrity tests reviewed in 2008 and about two months later were consistent with normal receiver/stimulator function with multiple electrode anomalies. A repeat integrity test done in the following month was consistent with the previous results. Explantation/reimplantation plans had not been reported at the time this report was filed.

Manufacturer narrative:
This type of event is addressed in the device labeling.